Manufacturer narrative:
Complaint no: (B)(4). Address: (B)(6). The lot was manufactured july 18, 2015-july 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow due to drug crystallization. This occurred after the device was filled with piperacillin, taxobectam and sodium chloride with a total volume of approximately 220 ml. There was no patient involvement. No additional information is available.